Manufacturer narrative:
Integra has completed their internal investigation on 08 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records review of complaint history. Results: evaluation of device: post market vigilance (pmv) received one sealed ds3 spine 3ml us with the appropriate blister package and tyvek in an undamaged condition. Visual inspection: {sealed sample} the visual inspection of the sealed sample noted a small hair loose inside the tyvek breather pouch. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Date of manufacture: 09-sep-2015. Trending and corrective/preventive actions: this failure mode and complaint mode has been identified as a trend and a process improvement has been initiated. Conclusion: the reported condition was confirmed. Root cause: the file was concluded to be an assembly error. The root cause of the observed condition was determined to be a result of an incorrect action during the assembly process. This issue has been brought to the attention of the appropriate manufacturing personnel and a process improvement has been initiated.

Event description:
A report was received that a hair was found inside of the duraseal exact spine sealant packaging where the bottle is located. The device was not in contact with a patient, there was no patient injury/death alleged, no revision or medical intervention required and no delay in surgery due to the product problem.